Event description:
It was reported that during da vinci-assisted surgical procedure, the customer contacted intuitive technical support engineer (tse) to report a u-02 error on the erbe. Tse had the customer to hard power cycle the erbe with no change. Customer was planning to bring the vision side cart (vsc) in from their other system. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) or erbe. The system was tested and verified as ready for use. Isi failure analysis received the erbe for evaluation and error u-02 was confirmed and reproduced.